Manufacturer narrative:
4307- intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported issue during calibration. The root cause of the issue was found to be a component failure. The axis 4 motor, cable and axis one pot were replaced to resolve the issue.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the master tool manipulator (mtm) to resolve the issue. Following service, the system was tested and verified as ready for use. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). The mtm has been returned to isi for failure analysis evaluation. The evaluation is not yet completed. Therefore, the root cause of the customer reported failure mode cannot be determined. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system generated non recoverable fault 23008. The procedure was reportedly aborted. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted that a few minutes after installing the instruments, the system reflected error 23008 pointing to the left master tool manipulator (mtm). Troubleshooting was performed with an isi technical service engineer (tse) but the issue could not be resolved. The surgeon believed that an mtm malfunction contributed to the reported issue. No issues were noted during the set up of the system. The team has a lot of experience and the system is always inspected prior to use. There were no outside influences that were impeding movement of the system or patient side manipulators. It was also reported that the procedure was converted and completed laparoscopically with no reported patient injury.